Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ 3-way stopcock leaked medication while the patient was sedated. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from german to english: "the 3-way-stopcock was used with a patient in prone position who was sedated... There was a leakage of the medication and the patient woke up from sedation, the patient had to be sedated again. Given the patient was under artificial respiration, the artificial respiration had to be adjusted again as well."

Manufacturer narrative:
H.6. Investigation: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd connecta¿ 3-way stopcock leaked medication while the patient was sedated. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from german to english: "the 3-way-stopcock was used with a patient in prone position who was sedated. There was a leakage of the medication and the patient woke up from sedation, the patient had to be sedated again. Given the patient was under artificial respiration, the artificial respiration had to be adjusted again as well."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes d10: returned to manufacturer on: 2202-02-01. H6: investigation summary: our quality engineer inspected the 4 samples submitted for evaluation. The reported issue was confirmed upon testing of the samples. The 4 samples underwent our internal leakage testing and 3 of the 4 samples showed leakage. It was determined that the leakage was occurring due to a crack found at the c port of the device. Bd did not determine a manufacturing root cause since the crack found tends to occur when the product is used with either a lubrication solution or with infusions with a high ph-value. Those solutions can release internal stresses in the device resulting in cracking if excessive force is applied to the device for an extended period of time greater than 24 hours. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A device history record review of the reported lot showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd connecta¿ 3-way stopcock leaked medication while the patient was sedated. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from german to english: "the 3-way-stopcock was used with a patient in prone position who was sedated... There was a leakage of the medication and the patient woke up from sedation, the patient had to be sedated again. Given the patient was under artificial respiration, the artificial respiration had to be adjusted again as well."